Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging (fan service required) regarding a trilogy evo ventilator. The device was in use by a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo ventilator was returned to the third-party service center for evaluation, and an error code in relation to (the internal or detachable li ion battery is not charging due to a hardware fault for greater then 1 minute) was recorded in the device event log. The device is currently pending the outcome of the investigation. If any additional information becomes available, a follow-up report will be filed. New information: the trilogy evo ventilator was returned to the third-party service center for evaluation, and the customers complaint was not confirmed. During the evaluation error codes in relation to (the internal or detachable li ion battery is not charging due to a hardware fault for greater then 1 minute and ac disconnected) was recorded in the device event log. It was confirmed that the detachable battery is defective therefore was recommended to be replaced to resolve the issue. A detachable battery is an accessory to the ventilator. A failure of a detachable battery would not affect the operation of the device if a detachable battery were to fail. The ventilator would continue to operate to design specifications and would operate on its internal battery in the event of a loss of ac power or if the device is disconnected from an ac power source. The ventilator would alarm to alert the caregiver of a failure of the detachable battery and continue to operate on internal battery power in the absence of an ac power source. The ventilator is designed to alarm at designated intervals to alert the caregiver as internal battery power is depleted. The ventilator's internal battery is designed as a safeguard to ensure the device will operate to design specification in the event of an ac or external dc power source failure. The internal battery was replaced to address the issue. The customer will replace the detachable battery. The device passed all test. Additionally, during the evaluation, the air foam inlet filter, particulate filter and muffler will be replaced due to the 4-year preventative maintenance procedure. The rear cover, muffler, filter cover and fio2 housing are contaminated with a brown substance; and was replaced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging ( fan service required) regarding a trilogy evo ventilator. The device was in use by a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo ventilator was returned to the third-party service center for evaluation, and an error code in relation to (the internal or detachable li ion battery is not charging due to a hardware fault for greater then 1 minute) was recorded in the device event log. The device is currently pending the outcome of the investigation. If any additional information becomes available, a follow-up report will be filed.